Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified and 99% stenosed mid to distal right coronary artery. Pre-dilatation was performed with a non-abbott balloon catheter. A 3.5 x 28 mm xience xpedition stent delivery system (sds) was advanced to the lesion but could not cross due to the anatomy. When removing the sds, the proximal end of the stent implant caught on the tip of the guiding catheter, so a decision was made to remove the two devices together. When the stent implant reached the sheath introducer, it dislodged on to the guide wire. The stent implant was removed with a snare device which took 3 hours. A non-abbott stent was implanted to successfully complete the procedure. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: runthrough; guide cath: lancher 6fr al1. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified; therefore, no corrective action is required.